Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery. The 98% stenosed, de novo progressive target lesion being treated was located in the severely calcified and mildly tortuous left anterior descending (lad) artery. A 1.50mm x 15mm maverick balloon catheter was advanced but was unable to cross the lesion the balloon ruptured at 16 atms on the second inflation. The device was successfully removed from the patient. The procedure was completed with another 1.50x15mm maverick balloon catheter and implantation of an unspecified stent. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 catheter with a maverick 2 shelf box and pouch. Magnified inspection revealed a pinhole in the balloon material aligned with the proximal edge of the markerband. There were two scratches in the surface of the balloon near the pinhole. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery. The 98% stenosed, de novo progressive target lesion being treated was located in the severely calcified and mildly tortuous left anterior descending (lad) artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced but was unable to cross the lesion the balloon ruptured at 16 atms on the second inflation. The device was successfully removed from the patient. The procedure was completed with another 1.50x15mm maverick²¿ balloon catheter and implantation of an unspecified stent. No patient complications were reported and the patient¿s status was stable.